Event description:
Ous MDR - device was not able to be interrogated during routine follow-up. Last follow-up was completed in (B)(6) 2013 where the device showed 3 year 5 months to eri.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An initial device interrogation confirmed the clinical observation, the pacemaker was not interrogatable. The device was operating in the safety backup mode. A further interrogation via the implant list was successful and the programmer promoted a re-initialisation request. The pacemaker¿s memory content was analysed revealing that the device switched into the safety backup mode as a result of the detection of an invalid memory content. A particular memory area was affected preventing the recognition of the pacemaker during an interrogation. After the manual correction of the invalid memory content the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect an invalid memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver antibradycardia therapies. Upon interrogation a device status error message appears to notify the physician. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was interrogatable. The analysis did not reveal any sign of a material or manufacturing problem.